Manufacturer narrative:
Upon receipt, the distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found in the distal fragment. The analysis showed that the conductor coil, fixation helix and insulation were found stretched and damaged approximately 49 cm proximal to the lead tip. These damages most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was capped due to bipolar and unipolar impedance greater than 2500 ohms. The tip remained in the patient, unable to extract. No adverse patient events were reported. Should additional information be received, this file will be updated.